Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Reportedly post procedure, tension was applied to one of the blue sutures, and the blue suture separated. Hemostasis was achieved with the one remaining suture. A z-suture technique was used to close the tissue tract. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.